Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used while closing the vaginal cuff. The needle snapped in half after the first bite of the closure. The surgeon had took a deep bite on tissue and got hold of colpotomizer thick edge. The needle pieces fell into the cavity of the patient. It took a lot of time to locate the other half of the needle. At the end, both pieces of the needle were found and the surgeon carried on with the procedure. The surgical time was extended by thirty minutes or more due to the product problem. The incision was extended by less than one inch. There was no patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Device had biological residue lodged in one side of jaw. Difficulty was experienced in loading, unloading or toggling the needles in the device prior to cleaning out biological residue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used while closing the vaginal cuff. The needle snapped in half after the first bite of the closure. The surgeon had took a deep bite on tissue and got hold of colpotomizer thick edge. The needle pieces fell into the cavity of the patient. It took a lot of time to locate the other half of the needle. At the end, both pieces of the needle were found and the surgeon carried on with the procedure. The surgical time was extended by thirty minutes or more due to the product problem. The incision was extended by less than one inch. In order to resolve the issue and complete the case, used another needle reload with the original suturing device and it worked fine. The patient outcome is reported as no injury.